Manufacturer narrative:
This supplemental report is being filed to provide a correction to the text in the "describe event or problem" section b5. Corrected text: it was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. One of the shocks put the patient into ventricular fibrillation and the second shock successfully converted it. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide a correction to the text in the "describe event or problem" section b5. Corrected text: it was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. One of the shocks put the patient into ventricular fibrillation and the second shock successfully converted it. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted. Previous text: it was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the observations noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. One of the shocks put the patient into ventricular fibrillation and the second shock successfully converted it. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide a correction to the text in the "describe event or problem" section b5. Corrected text: it was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. One of the shocks put the patient into ventricular fibrillation and the second shock successfully converted it. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The device sensing vector was set to the primary vector at the time of the shock. Technical services discussed some programming options. The device sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.